Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer tried to replace the gas delivery system (gds), but the issue remained. The asp engineer was not able to resolve the issue as the customer refused to pay for the repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. H11-d4: (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was shown as 0. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the tidal volume was shown as 0. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).